Manufacturer narrative:
(B)(4)

Event description:
It was reported a remote merlin transmission revealed two non-sustained right ventricular oversensing episodes. The patient was asymptomatic. The device was intermittently oversensing on the ventricular channel. The patient returned to the clinic and no more myopotential oversensing was detected. Noise could not be reproduced with isometrics and deep breathing. The patient is currently stable and will be monitored through merlin.